Manufacturer narrative:
(B)(4). Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted. It was also reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted due to uterovaginal prolapse, sui-lefort colpocleisis, uti¿s, and interstitial cystitis. It was reported that the patient experienced pain, infection, urinary problems, recurrence, bleeding, and vaginal scarring. It was also reported that patient underwent mesh revision/removal on (B)(6) 2009 due to cystoscopy with hydrodistention and revision of lefort procedure, and vaginal biopsy. No additional information was provided.

Manufacturer narrative:
.